Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had rewind problem. Customer stated the report that the pump wasn't rewinding but the issue was not resolved. Customer stated no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer reported that the device wasn't rewinding. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting from the corner of the belt clip rail, faded serial number label, cracked middle (enter) keypad button. Device passed displacement, prime/seating, basic occlusion, occlusion, and self tests; it failed rewind and force sensor tests. During rewind, the device returned an unexpected pump error 37. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any motor alerts/alarms or pump errors that may have occurred around the event date. The adapt tool did not list any such alerts/alarms or pump errors. The case was cut open. After visual inspection, there is corrosion in/around the following: electrical board outside of the motor slide. In summary, the customer¿s report of that the device wasn't rewinding was confirmed during testing. The rewind, force sensor tests failures and the pump error 37 are due to the debris on the outside of the motor slide. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.